Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and no observations were found related to the customer complaint. The receiver download was reviewed and could verify the customer complaint. A charge was performed and the receiver battery was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. Additionally, a pairing test was performed with a matching transmitter and no loss of antenna was observed. A screen shot was taken of the pass pairing test diagnostic chart. The customer complaint of loss of connection was confirmed. The root cause could not be determined.